Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4). Final analysis confirmed the reported complaint of premature battery depletion. The reason for rapid battery depletion at the end of the implant duration could not be determined. Review of measured data over time found normal decrease of battery voltage as well as normal increase of battery impedance.